Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working. One month after the appointment the patient underwent a surgical procedure in which the physician explanted and replaced all ipp components. Upon explant, it was noticed that there was a hole in the reservoir, causing a saline leak. The cause of the reservoir perforation was not identified at the hospital. After this procedure, the patient improved and remains stable.